Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient via a company representative (rep) regarding a patient receiving intrathecal morphine (3.6 mcg/day/ 16 mg/ml) via an implantable pump. It was reported that the patient¿s catheter could not aspirate. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was reported diagnostics/troubleshooting performed included trying to aspirate. The pump portion of the catheter was replaced on (B)(6) 2022. The issue was resolved at the time of this report and the patient's status was "alive- no injury". The patient's weight and medical history were asked but unknown. Additional information received from the company representative on (B)(6) 2022 stated that the customer refused to return the products. It was also reported that the reason for the procedure on (B)(6) 2022 was for regular pump replacement, end of service.